Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient underwent a spinal cord stimulator (scs) revision procedure wherein the lead was repositioned; the lead remains implanted and in use. An additional lead was added for better pain coverage. The patient was doing well postoperatively.